Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a triclip steerable guide catheter (tsgc), prior to insertion, while attempting to straighten the tsgc, the tgsc was not holding position, and went back to neutral. The tsgc was slipping back to neutral. All steps were performed per IFU. Therefore, the tsgc was not used and was replaced. There was no clinically significant delay in the procedure.